Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Additionally, the service technician also noted error code e024 (err_motor_speed_reverse) and e066 (err_stuck_encoder_b) in the device logs. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.